Event description:
Patient was hospitalized and a 2-second cardiac arrest was observed on the monitor. Device was checked and no pacing spikes were noted. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. Based on the data available for analysis there was no indication of a pacemaker malfunction. However, hvr recording from (B)(6) 2022 showed noise in the ventricular channel which may have contributed to the clinical observation. In addition, loss of capture was detected by the capture control feature several times until (B)(6) 2022. Subsequent threshold measurements, however, were successful. The lead impedance trend did not show any conspicuities. Based on the observations, a compromised lead integrity cannot be excluded totally. Should additional relevant information become available, the investigation will be updated.